Manufacturer narrative:
Patient identifier updated to: patient (B)(6).

Manufacturer narrative:
As the exact date of implant and date of event are not known, implant date in psts will be (B)(6) 2006, as that is when this data collection event began. Date of event will be calculated from (B)(6) 2006 based on the provided information that the patient presented with fever 2 months after initial procedure. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection.

Event description:
The following publication was reviewed: risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair. This study aimed to retrospectively analyze the incidence, risk factors, treatment strategies, and outcomes of postoperative stent graft (sg) infection after endovascular aneurysm repair (evar). Methods: a retrospective review of patients with evar for infrarenal abdominal aortic aneurysm (aaa) at the institution between july 2006 and december 2014 was performed. Regarding data collection and definitions, sac enlargement was defined as an increase in diameter of >0.5 cm. For patients with sg infection, secondary procedures performed before the diagnosis of infection were analyzed. Results: 1202 evar cases were analyzed in this study. The mean age was 76.4 ± 8.2 years, and 977 (81%) were male. 662 out of 1202 cases were treated with gore® excluder® aaa endoprosthesis. During a follow-up, sg infection occurred in 15 cases, and 7 of them were treated with gore® excluder® aaa endoprosthesis. Patient 10: on an unknown date, this patient underwent endovascular repair for infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. 2 months after the initial procedure, the patient presented with fever. CT showed abscess formation. Gallium scintigraphy showed positive findings. Diagnosis of stent graft infection was made. No preceding infectious conditions or dental treatment within a month was reported. Blood culture was positive, and corynebacterium species were isolated. Antibiotic medications were started to treat the infection. Hospitalization period was 22 days, and oral antibiotic medication was then continued for 31 months until the patient expired due to prostate cancer.